Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not rotate, and the gear box was frozen. It was further observed that the device and failed assess attachment vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact speed reducer device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device would not rotate, and the device failed assess attachment vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.